Event description:
It was reported that a file had a bent tip: "the dr was preparing to use a file...and he noticed the tip seemed slightly bent. He did not think it should have been bent, so he didn't use it."

Manufacturer narrative:
In this incident, a dr reported that a file tip seemed abnormally bent. The apparent malfunction was discovered before use and the file was never used on a pt. While this particular incident did not result in a serious injury. And while there have been no previously reported malfunctions of this type which resulted in a serious injury, it is conceivable that a malfunction of this type could result in or has resulted in an injury requiring medical or surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr); a bent tip may not be noticed by the dr before use and if the tip were to separate, it would be difficult to determine after separation whether the event was attributed to the bent tip. Therefore, this event is reportable per 21cfr part 802. The device is available for eval and that lot number is known for DHR review and/or retained - product testing. However, eval results are not available as of this report; results will be submitted as they become available.